Event description:
It was reported that the lead was capped and replaced due to high voltage lead impedance anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that during a device change-out for normal eri, a possible hv lead issue was observed when the lead was connected to the new device. High voltage lead impedance issue was also noted. The lead was later explanted.